Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus europa se & co. Kg (oekg), omsc concluded that this phenomenon was attributed to the following. Since the user had not cleaned the subject device, dust had accumulated in the ventilation hole. -since the accumulated dust had blocked the ventilation, the temperature inside the subject device increased, and the safety unit activated. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in the unspecified timing, it was found that the error e102 which indicated the subject device was broken down was displayed on the monitor. Then, the user exchanged the lamp of the subject device to new one, but the error e102 was still displayed. Also, the emergency lamp lit up instead of the examination lamp and the error e102 occurred, but the intended procedure was completed using the subject device. The technician of olympus europa se & co. Kg (oekg) checked the subject device on-site and found that there was a lot of dust on the right fan grilles and in the video connector socket. The technician cleaned the subject device on the inside. There was no report of patient injury associated with this event.